Event description:
It was reported that the pt underwent surgery in 2001, for the repair of cystocele, rectocele, vaginal vault prolapse, and genuine stress incontinence, and mesh devices were implanted. Since implantation, the pt has experienced erosion, shrinkage, and extrusion of one or more of the mesh devices. The pt has reportedly experienced multiple surgical procedures, scarring, and worsening and continuing dyspareunia. No additional info has been provided at this time.

Manufacturer narrative:
Date sent to the FDA: 10/27/2009. Dyspareunia - mesh exposure occurred. Conclusion: no conclusion can be drawn at this time. Should additional info be obtained, a supplemental 3500a form will be submitted accordingly.